Event description:
Consumer called stating that their toothbrush caught on fire. No medical attention was sought. No property damage reported.

Manufacturer narrative:
Product was not returned to confirm a malfunction has occurred.